Manufacturer narrative:
Customer only reported positive results if they repeated positive when retested. Hologic product application specialist (pas) reviewed logs and found no instrument performance issues; most of the runs were valid with good control values, but some runs had clusters of positive samples. Pas concluded the increase in positive was due to sample mishandling. Three field application specialists (fas) went onsite and observed multiple issues with the workflow which were introducing contamination, such as leaving tubes uncapped on the bench until ready to process. Customer implemented fas's workflow suggestions and had no further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present. This complaint where a customer provided one week's worth of logs containing 31 worklists (wls) is from over 18 months ago. At the time of the event, hologic concluded that the issue was due to sample-mishandling. Hologic is electing to submit a single MDR for this issue as the information the customer provided does not enable hologic to make a decision on potential discrepant samples.

Event description:
Hologic field service engineer (fse) reported on behalf of customer that there was an increase in positive samples when running sars-cov-2 tma using assay lot 278151 on panther plus instrument sn (B)(4). Hologic technical support (ts) reviewed a week's worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.